Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: device used beyond expiry date.

Event description:
It was reported that the physician deployed a 2.5mm diameter x 12mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient which was post expiry date. No patient injury occurred and no clinical sequelae were reported as a result of device being used beyond labelled expiry. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).